Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used working wall outlet, tandem charging cable, and tandem wall adapter and saw no power source alerts, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Caller confirmed pump never shut down or became unable to turn back on, tried different wall adapter without success, then used different charging cable with tandem wall adapter, after which pump began charging and no further assistance was required.